Event description:
The customer reported that the ventilator went vent inop while in use on a patient. The customer reported there was no patient harm. The manufacturer service technician evaluated the unit and duplicated the reported problem. The manufacturer service tech replaced the power supply to address the reported problem.